Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a precision check, which was acceptable. The cse replaced the check valve in line with the sample-dilution probe (dpp) and the liquid sensor board for the dpp. The cse re-aligned the dilution washer dryer (dwud), cleaned the water line of the dwud and replaced the associated sample probe valve (sev). In a follow-up visit, the cse replaced the dilution discharge pump (dop) and the vacuum solenoid valve 2 (voev2). The cause of the discordant, results for two patients on multiple assays is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low results were obtained on multiple methods on two patient samples on an advia 2400 instrument. The samples were repeated on two different advia chemistry instruments, all resulting higher. The results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low results on multiple methods.